Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), an enlarged atrium, mitral annular calcification (mac), and a restrictive posterior mitral leaflet (pml). During a mitraclip procedure, two clips were implanted, an ntw and an xt. During a final assessment before retracting the echocardiogram probe, a single leaflet device attachment (slda) was observed with the xt clip. The anterior mitral leaflet was still attached, and the posterior was detached. The final mr was grade 2-3. Per the physician, the slda was due to the patient's anatomy. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported slda was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.